Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with a sensor glucose reading of 40 mg/dl at the time of the incident. The customer was given glucagon to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer had been drinking wine the night before the incident. The customer reported issues with sensor insertion. The insulin pump will not be returned for analysis.